Event description:
The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on (B)(4) 2012. "Title: xxxxx. Event description: discovered a broken filter on the oscillator circuit." "Noticed that we could not keep the mean airway pressures in the adequate range. Upon inspection of the circuit found the filter connection to the hfov was cracked and leaking. The therapist and I changed out the broken component and calibrated the machine. The machine was working fine when we left the pt." Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
The user facility did not provide any pt or device codes on their facility report. Codes were derived based on the info provided by the user facility in block b5 of the user facility report received from the FDA on (B)(4) 2012. (B)(4). The alleged faulty expiratory filter was received by carefusion on (B)(4) 2012, route to the carefusion failure analysis lab and staged for eval. Once the eval is complete a f/u medwatch report will be submitted.